Manufacturer narrative:
The investigation of stoke/cva and hemolysis has been completed. The impella device was not returned for evaluation. Based on the clinical details the cause of the hemolysis issue was most likely improper positioning of the device, based on given clinical details. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. B5 medical safety officer statement added b2 death and date of death were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27411. B5 narrative erroneously stated the patient outcome on the initial manufacturer device report number 1220648-2025-27411. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-27411. H6 health effect - impact code 1802 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27411.

Event description:
The decision was made to withdraw care and the patient expired. Per the medical safety officer the use of the impella cp device cannot be dissociated. There is not enough information to exclude as an associated factor.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the pump position became low, and the patient experienced extremely bloody urine. The next day, continuous renal replacement therapy (crrt) was started. Afterwards, the pump was repositioned and pulled back which helped slowly resolve the hemolysis. Additionally, the patient suffered a massive stroke. Discussions about limited further options were made due to patient suffering severe stroke, crrt, and cardiac requirements needed.